Manufacturer narrative:
Device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that a patient who was just implanted has contracted an infection and has had their generator and lead explanted due to the infection being worse than initially expected. No additional relevant information has been received to date.